Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2023. The patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that the pod was leaking during this event. The patient was treated with an injection of novolog insulin and was also given a fluid. The patient does not recall what the fluid was. Due to this medical event the patient¿s omnipod personal diabetes manager settings had been changed to give an hourly basal rate from 1.85 to 1.90. The patient was released the same day. The pod was removed after the patient left the hospital. The patient has discarded the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.